Event description:
It was reported that the system with cardiac resynchronization therapy defibrillator (crt-d) and a right atrial (ra) lead recorded episodes with a respiratory rate trend feature over sensing on the ra channel. The patient showed good right ventricular and left ventricular pacing. The ra lead pacing impedances were jumpy from normal values to high , out of range values. Various programming and monitoring options were discussed. The system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)